Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2317-50, serial #: (B)(4), description: infinion cx 50 cm lead. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patients incision was not closing and the lead was pushing out of the skin or was superficial. The patient underwent a revision procedure wherein a lead was replaced and positioned deeper. The patient was doing well postoperatively.